Event description:
During a post-procedure follow-up, failure to capture and failure to sense were observed on the leadless pacemaker (lp). An x-ray was performed and revealed that the lp was dislodged. The lp was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.